Event description:
It was reported that the patient was experiencing a great deal of pain and soreness since the implant. Patient also reports a large "lump". The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.